Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The affected component was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the connector in relation to the reported event. The returned connector was inspected; all the six pins were pulled back. Based on review of all the available information, the reported event is confirmed due to traumatic event that preceded the issue. There is no evidence to suggest a device malfunction as the cause that led to the reported event. No additional information will be forthcoming.

Event description:
This event involved a patient who experienced driveline connector damage and a pump stop approximately 1 month post heartware lvad implantation. The patient was taking a shower and had his peripheral equipment (controller and batteries) hanging on a hook. The patient slipped and the driveline experienced a strong pull; the pump stopped immediately. The staff performed a controller exchange; however the pump did not restart. The heartware field clinical engineer performed a driveline splice repair and the pump was re-started. The patient remained stable during the event. As a precautionary measure patient was taken to intensive care unit for observation and his anticoagulation was increased.